Event description:
A pt reported experiencing inaccurate erratic results using a lifescan meter. The pt's blood glucose results were 249 mg/dl, 175 mg/dl. Tests were done within 1 minute with a difference of 31%. Pt did not experience any adverse events. No further info has been reported.